Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had revision. The patient stated she had reposition ins because it was on left buttock and it hurt, so the revision had been occurred. It was noted the ins was still on the left side but now it was above her waist line. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.